Event description:
A patient contacted ventec directly and advised that the device provided "low pressure." No further explanation was provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec attempted to contact the patient in order to obtain additional information, but no response was received.

Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, the initial reporter was the patient, therefore, the following fields in section e have all been omitted: initial reporter (full first/last name), establishment name, address, city, region state, city, zip code, phone number, and email. A ventec life systems, dba react health, ventilation product support specialist contacted the patient and recommended that he contact his dme for further assistance. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.